Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headaches and a pounding heart when using device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A ventilator was returned to the manufacturers service center for evaluation. The device was not in patient use. During the evaluation of the device at service center, there were no malfunctions found and the patient's complaint was not confirmed. Additionally, the device was scrapped.